Event description:
A falsely elevated ctni result of 1.45 ng/ml was obtained on one patient and was reported. The specimen was immediatedly respun and repeated twice with a result of <0.04 was reported. There were no adverse health consequences as a result of the reported falsely elevated ctni result. Instrument data were not available to further investigate this incident. The customer's practice of spinning samples for one minute in a microfuge is indicative of a sample integrity issue. The dimension rxl max did not malfunction. The falsely elevated result was most likely caused by sample integrity due to use error.